Event description:
It was reported that the patient had inappropriate shocks due to oversensing via wide intrinsic complexes. The patient is an inmate and was transferred to the hospital. The sensing vector was set to the primary vector at the time of the shocks. Technical Services reviewed the electrograms. The underlying rhythm was likely ventricular tachycardia based on the patient feeling symptomatic. Technical Services advised some programming options. The local representative will discuss the options with the physician. There were no additional adverse patient effects. The system remains implanted.